Event description:
Received a spontaneous inbound call from the pt. She stated that her pump cadd legacy serial number: (B)(4) is beeping and showing error code 1140 on screen. Could not locate error code 1140 in user manual. Confirmed with this pt that she switched to her backup pump when pump started beeping and she did not miss any infusion. We are sending her a replacement pump and pt will return malfunctioning pump once replacement pump is received and confirmed as working. Dose or amount: 16nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: pph.